Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2011 due to infection. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).